Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed black tissue at the pocket site. The system was explanted and replaced.